Event description:
Resident rolled over against siderail. Rail gave way resident rolled out of bed. No harm to resident. Potential harm could occur due to the fact that general knob used to attach side rail to the bed is used to lower the rail. The railing is then loose and will not hold weight of resident. Needs to be designed differently.